Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that a metal particle was found when the surgeon removed the plate and screw after bone adhesion.